Manufacturer narrative:
This is the second revision surgery underwent by the patient. The patient had a primary in (B)(6) 2016. In (B)(6) 2016 the patient came in complaining of pain. The surgeon swapped the poly for a hematoma evacuation. In (B)(6) 2017 the patient came in due to signs of infection. Batch reviews performed on 07 june 2017. Lot 152884: (B)(4) items manufactured and released on 03 august 2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial insert fixed flex size 5/10 mm right, code 02.12.0510fr, lot. 146651 (k121416) (B)(4) items manufactured and released on 26 november 2014. Expiration date: 2019-10-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial tray fixed cemented size 5 right, code 02.07.1205r, lot. 155181 (k090988) (B)(4) items manufactured and released on 14 january 2016. Expiration date: 2020-11-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere patella resurfacing size 3, code 02.07.0035rp, lot. 154689 (k090988) (B)(4) items manufactured and released on 23 november 2015. Expiration date: 2020-11-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
The patient came in due to signs of infection. The pathogen is unknown. The surgeon revised all medacta hardware and implanted an antibiotic spacer. Upon removal of the implants the surgeon was concerned that the components came out very easily. The cement did not bond to the implants. The surgery was completed successfully.